Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the emergency hospital due to a low heart rate of 39 beats per minute. An electrocardiogram revealed loss of output. Premature battery depletion was suspected. Upon interrogation, the device was found to be in backup vvi operation. The device was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found that the pulse generator exhibited premature battery depletion. The root cause for the premature battery depletion could not be determined.